Manufacturer narrative:
The colonic ftrd was used to treat a lesion in the colon ascendens. Due to the large amount of tissue in the cap, the application ring could not be seen. After turning the hand wheel, the clip application was assumed and the tissue was resected. During technical analysis the clip could be deployed without any problems. No malfunctions of the device or deviations from product specifications were found. As can be seen in the pictures provided by the user, the ftrd clip did not move on the cap. It was reported that suction was used during clip application. This can result in high tissue counterpressure, requiring more force to apply the clip. As the application ring was not observed, the clip non-deployment was not detected by the user. The review of the manufacturing-related documentation did not reveal any deviations. It is stated in the instructions for use that the application ring must remain visible in the endoscopic image and be observed. Only when the application ring has moved fully forwards to the edge of the cap, the clip has been applied.

Event description:
The colonic ftrd was used to treat a lesion in the colon ascendens. The clip was not deployed and the tissue was resected. The resulting perforation was closed with an otsc clip within the same procedure. The patient recovered well.